Event description:
Customer reported to beckman coulter, inc. (Bec) that blood/diluent was leaking from the sampling area of the coulter lh 750 hematology analyzer (lh 750). Customer reported that the lh 750 was giving no differentials. Customer reported that the leak was contained within the instrument. Customer reported that the volume of the leak was less than 5 cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the tubing on the bottom of the flow cell.

Manufacturer narrative:
(B)(4).